Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair, when the surgeon was passing the suture, the scorpion needle, ar-13995n, broke. A new scorpion needle, ar-13995n, was used to completed the case. No further information provided. Additional information received on 03/04/2020: the rep reported the lot number of the mating part is unknown. The ar-13995n was not dry fired, and was used only to pass two stitches. The total number of passes was four, and the jaws of the scorpion were fully clamped. The tip of the needle broke as the suture was being passed. The rep reported the broken distal tip of the needle was left in the patient. Additional information received on 03/09/2020: the rep reported the complaint device was discarded and will not be returning for evaluation.